Event description:
The reporter stated the surgeon attempted to insert a 22.5 diopter aq2003v silicone three piece lens and there was a folder error. There was no pt contact. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (folder error). The product pertaining to this complaint was not returned for eval. However, the lens was returned for eval and visual inspection found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector was not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).